Manufacturer narrative:
Initial and final MDR 1890394 - MDR 8021545-2024-01221 - device 4 of 7. E1: patient city: jasper. Patient country: united states.

Event description:
Unomedical reference number (B)(6) event occurred in the united states it was reported that patient faced seven infusion set leakage from site events on 11-may-2024. The set was in use for three days. No further information available.